Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information fields. B5 describe event or problem. H6 impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture thresholds. No additional information is available at the moment. No additional adverse patient effects were reported.